Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, cartridge was not able to be filled with insulin during the loading step. Customer reported that insulin could be pulled into the syringe from the cartridge; however, insulin could not be pushed into the cartridge. Customer suspected syringe needle became "clogged". There was no reported impact to customer's blood glucose. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.